Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead was fractured. The lead was reprogrammed and later removed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event is a duplicate of FDA report number 2649622-2017-03761. If information is provided in the future, a supplemental report will be issued.